Manufacturer narrative:
No information is available on the navistar catheter used during the procedure. (B)(4).

Event description:
It was reported that the ports of the preface sheath were blocked during an ablation procedure. The navistar catheter was retrieved from the sheath and aspiration was performed using a syringe. This procedure was completed successfully. Upon retrieval small debris about (1 mm) was found in the sheath.